Event description:
During a bunionectomy on a (B)(6) female, the doctor experienced a 2.4mm headless driver break. The doctor fully pre drilled and prox drilled and had almost fully inserted the 202-24-024 screw into the patient when during the last 5 turns or so, the driver broke. Flouro was utilized to clean out fragments from the surgical site. The doctor then used the 2.4mm headless removal bit to complete the case. After the patient was closed up and flouro was again utilized, the doctor noticed there were driver fragments remaining in the patient. The 202-24-024 screw remains in the patient and the 2.4 headless removal bit was kept as it was fine to use for other cases.